Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide an update on the results of the legal manufacturer's investigation based on the review of the results of third-party evaluation. The following fields were updated: d8, d9, h2, h3, and h6. Based on the results of the investigation, the reported event was confirmed and stress problem was identified. However, investigation findings did not lead to a clear conclusion about the cause; therefore root cause of the reported issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported event was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the porcelain tip of the resection sheath broke. There were no reports of patient involvement.